Event description:
During the pta treatment procedure, difficulty was encountered withdrawing the sasuga balloon dilatation catheter. The device was advanced through a 4 fr medkit sheath over a transcend 0.014 guidewire to the 90% stenotic lesion in the left radial vein. Following the thrid inflation, the physician found a leak in the proximal portion of the balloon. Resistance was encountered during withdrawal of the device. Following successful removal of the catheter, the physician replaced the patient's shunt. No patient injuries or complications were reported. The patient's status was reported as "good".